Manufacturer narrative:
There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov 2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported the ventilator was noisy. The device was in clinical use, however no harm was noted. The field service engineer (fse) confirmed the reported problem. The fse replaced the blower and the issue was resolved.